Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided from the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "several patients developed double capsule and seroma after breast implant placement". Device status is unknown. This represents an unknown side.